Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the damage noted on the rv lead occurred during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the insulation damage and crush were observed on the right ventricular (rv) lead. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was attempted not used and replaced.

Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to flattening. The analyst noted that the outer insulation was cut at 11.5 cm from the proximal end of the lead. The proximal conductor was flattened from the proximal end of the lead. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.